Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional and underwater pressure testing and all results were satisfactory. The sample was then submitted for a pull test (5 lbs force for 10 seconds) was applied to the components bonding assembly and all results were satisfactory. The components were not separated and the reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a vented paclitaxel set in which the set separated. According to the report, the nurse was loading the set into a baxter colleague model 6100 pump when the tubing separated "on or near the white part" just distal to the blue slide clamp. As soon as the tubing separated, the drug (paclitaxel) sprayed onto the floor and bed near the patient. None of the drug came into contact with the patient as the fluid was only on the blanket. The staff then changed the bedding and used another vented paclitaxel set from the same lot and the infusion occurred without any problems. The condition occurred before patient use during set-up. There was no adverse effect, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.